Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), pelvic inflammatory disease ("acute pelvic inflammatory disease") and device dislocation ("migration of the essure device") in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menstrual cramps, epigastric pain, vaginitis and cervicitis. Concomitant products included sumatriptan since 2011 for migraine as well as sertraline (zoloft) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 14 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("persistant pelvic pain"). On (B)(6) 2015, the patient experienced fungal infection ("infection (other) describe: yeast infection"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding "), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, device dislocation, pelvic pain, fungal infection, menstrual disorder, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded). Pregnancy test - on (B)(6) 2016: negative. (B)(6) 2016, transvaginal pelvic ultrasound report, impression: right essure visualized. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease and confirmed events pelvic pain, vaginal discharge, abdominal pain, fungal infection, dyspareunia, ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines, headaches, dysmenorrhea (cramping), fatigue and abdominal area pain. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), pelvic inflammatory disease ("acute pelvic inflammatory disease") and device dislocation ("migration of the essure device") in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menstrual cramps, epigastric pain, vaginitis and cervicitis. Concomitant products included sumatriptan since 2011 for migraine as well as sertraline (zoloft) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 11 months 14 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("persistant pelvic pain"). On (B)(6) 2015, the patient experienced fungal infection ("infection (other) describe: yeast infection"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vagional discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding "), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, device dislocation, pelvic pain, fungal infection, menstrual disorder, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jul-2012: essure device was successfully occluded; on 20-jun-2013: unilateral occlusion (right tube occluded) pregnancy test - on 22-feb-2016: negative 23-feb-2016, transvaginal pelvic ultrasound report, impression: right essure visualized. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease and confirmed events pelvic pain, vaginal discharge, abdominal pain, fungal infection, dyspareunia, ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), pelvic inflammatory disease ("acute pelvic inflammatory disease") and device dislocation ("migration of the essure device") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On 30-may-2014, 2 years 1 month after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On 7-jan-2015, the patient experienced fungal infection ("infection (other) describe: yeast infection"). On 1-jul-2015, the patient experienced vaginal discharge ("vagional discharge"). On 22-feb-2016, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("persistant pelvic pain") and menstrual disorder ("menstrual bleeding "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, device dislocation, pelvic pain, fungal infection, menstrual disorder, dyspareunia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, menstrual disorder, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jul-2012: essure device was successfully occluded pregnancy test - on 22-feb-2016: negative concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, fungal infection, dyspareunia, ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 30-mar-2018: mr received, reporters added. Ethnicity added. Event added per mr: acute pelvic inflammatory disease. On 2-apr-2018: pfs received. Event added: infection was updated to yeast infection, dyspareunia (painful sexual intercourse), vaginal discharge. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), pelvic inflammatory disease ('acute pelvic inflammatory disease') and device dislocation ('migration of the essure device') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3 ((B)(6) 1987, (B)(6) 1992, (B)(6) 1994), cramp in lower abdomen, cholecystectomy, lower abdominal pain, yeast infection, vaginal discharge, vaginitis, pelvic pain female, vaginal bleeding, irregular periods and metrorrhagia. Concurrent conditions included menstrual cramps, epigastric pain, vaginitis and cervicitis. Concomitant products included sumatriptan since 2011 for migraine as well as sertraline hydrochloride (zoloft) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("persistant pelvic pain"). On (B)(6) 2015, the patient experienced fungal infection ("infection (other) describe: yeast infection"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vagional discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding "), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, device dislocation, pelvic pain, fungal infection, menstrual disorder, dyspareunia, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fungal infection, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2013). Plaintiffs received treatment for pain, abnormal bleeding, migration, vaginal discharge. Essure coils placed on right side only,pt is sip l salpingectomy for ectopic. Trailing coils of essure from ostia: right 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Pregnancy test on (B)(6) 2016: results: negative. Diagnostic results: (B)(6) 2016, transvaginal pelvic ultrasound report, impression: right essure visualized. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease and confirmed events pelvic pain, vaginal discharge, abdominal pain, fungal infection, dyspareunia, ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history was added. Patient demographic, rcc were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (ectopic)'), pelvic inflammatory disease ('acute pelvic inflammatory disease') and device dislocation ('migration of the essure device') in a 44-year-old female patient who had essure (batch no. A56796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3 ((B)(6)1987, (B)(6)1992, (B)(6)1994), cramp in lower abdomen, cholecystectomy, lower abdominal pain, yeast infection, vaginal discharge, vaginitis, pelvic pain female, vaginal bleeding, irregular periods and metrorrhagia. Concurrent conditions included menstrual cramps, epigastric pain, vaginitis and cervicitis. Concomitant products included sumatriptan since 2011 for migraine as well as sertraline hydrochloride (zoloft) since 2012. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches"). On(B)(6)2013, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced pelvic pain ("persistant pelvic pain"). On (B)(6)2015, the patient experienced fungal infection ("infection (other) describe: yeast infection"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On(B)(6)2015, the patient experienced vaginal discharge ("vagional discharge"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding "), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, device dislocation, pelvic pain, fungal infection, menstrual disorder, dyspareunia, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fungal infection, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6)2012 and (B)(6)2013). Plaintiffs received treatment for pain, abnormal bleeding, migration, vaginal discharge. Essure coils placed on right side only,pt is sip l salpingectomy for ectopic. Trailing coils of essure from ostia: right= 7 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: essure device was successfully occluded; on (B)(6)2013: results: unilateral occlusion (right tube occluded). Pregnancy test - on (B)(6)-2016: results: negative. Diagnostic results: (B)(6)2016, transvaginal pelvic ultrasound report, impression: right essure visualized. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease and confirmed events pelvic pain, vaginal discharge, abdominal pain, fungal infection, dyspareunia, ectopic pregnancy with contraceptive device. Lot number: a56796 manufacture date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("persistant pelvic pain"), infection ("infections") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.